Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patient underwent an unrelated surgical procedure wherein it is unknown if the device was placed into surgery mode.

Event description:
It was reported that the ipg became unable to communicate with external devices. Troubleshooting has been able to resolve the issue. Ipg was recovered.

Manufacturer narrative:
Date of event is estimated.